Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had plastic ring missing. The customer's blood glucose was 140 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with broken off piece at the battery tube threads. (B)(4)